Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("allergy nickel"). The patient was treated with surgery (hyst. (Full),salping bilateral), oophorectomy (bilateral)). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013 and 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events. "Dysmennorhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nickel" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mood swings, anxiety and depression. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergy nickel"), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hyst. (Full),salping bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, allergy to metals, female sexual dysfunction, pelvic pain and abdominal pain upper outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013 and (B)(6) 2012. Trailing coils in uterus: 1 2nd device loaded through operating channel of hysteroscope (as written), and inserted into the l tubal ostia. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral. Imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number ,lab data and concomitant condition and medication added. Events : uterine perforation, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), pelvic pain, stomach pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.